Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: stylet: the stylet was returned, analyzed and no anomalies were found. It was noted that the stylet was bent and was damaged at implant.

Event description:
It was reported that the stylet broke during lead delivery. The broken portion likely came out and a new stylet was used. No patient complications have been reported as a result of this event.